Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure to the ilet, after which guidance was provided to toggle sensor types and re-pair, resulting in successful initiation of sensor warmup. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included restoration of cgm pairing and continued use after troubleshooting and education. User support included technical support troubleshooting steps performed remotely with the user. Investigation of this case revealed that the issue was a pairing connectivity problem that resolved with reconfiguration and re-pairing of the cgm to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error.